Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the p/r-wave amplitude missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the p-wave amplitude trend and r-wave trends were indicated as "invalid data" during remote transmissions. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.